Event description:
Pr (B)(4) no additional information received. A complaint was received from germany regarding contamination in filter needle of batch no. 9093550. C.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was contamination in a filter needle. To aid in the investigation, one sample was received for evaluation by our quality team. A visual inspection was performed and there is a droplet of epoxy 3/8" from the tip of the needle that is 3/32" long. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle. A device history record review was completed for provided material number 305211, lot 9093550. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings and alignment were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 9093550. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported that the bd¿ blunt fill needle with filter had foreign matter in the filter. The following information was provided by the initial reporter: "a complaint was received from germany regarding contamination in filter needle of batch no. 9093550."